Event description:
It was reported that the back bolt would not stay on the handpiece during decontamination. There was no pt involvement. There were no adverse consequences as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval. Based on the investigation details the service tech confirmed the reported complaint. The back bolt can loosen through standard cleaning and autoclaving cycles. When a handpiece is put into an autoclave the metals within the handpiece expand and contract, thus potentially causing the back nut to loosen over time.